Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock became disconnected. Customer's blood glucose was 307 mg/dl. Customer reconnected the t:lock and was able to successfully resume insulin delivery